Manufacturer narrative:
The investigation determined that a patient sample was potentially dispensed into an unintended tube/cup. The investigation identified a software anomaly associated with a specific sequence of events, which allows aspiration of a sample from an unintended tube/cup and/or return of an aspirated sample into an unintended tube/cup position of a sample tray using a vitros 3600 immunodiagnostic system. This can lead to the generation and reporting of a test result, or series of results, that do not reflect the patient¿s condition and could lead to inappropriate intervention with the potential for serious injury to the patient. Vitros system software version 3.2.3 contains the resolution to this software anomaly. The customer installed the vitros system software version 3.2.3 on 26 april 2016. (B)(4). Results: software requirement error. Conclusion: quality system deficiency. Design deficiency.

Event description:
In support of an ortho clinical diagnostics (ortho) investigation a customer's results were reviewed and it was determined that a sample fluid was potentially dispensed into an unintended tube/cup on the sample tray. Undetected dispensing into a tube/cup other than the intended could lead to the generation and reporting of a test result, or series of test results, which do not reflect the patient's condition. This in turn could lead to inappropriate intervention with the potential for serious injury to the patient. Ortho contacted the customer to inform them of the event. Ortho has subsequently received no further information from the customer and it is therefore assumed that there is no allegation of patient harm as a result of the event. (B)(4).